Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "defective lens" (defective item [iol (intraocular lens) implant]). A user facility reported a defective intraocular lens (iol). Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 04/28/2010 by mail. A completed questionnaire was not received. (B) (4). (B) (4).